Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic endoscopic carcinoma of the cardia, the device was applied at the left gastric artery. The patient was admitted with a cardiac adenocarcinoma and further relevant auxiliary examination after admission revealed a diagnosis of cardiac adenocarcinoma, moderate anemia, coronary heart disease, hypertension, chronic superficial gastritis, atherosclerosis. Coronary angiography revealed a coronary heart disease which was successfully treated via a laparoscopic cardiac cancer radical surgery under general anesthesia. On the sixth postoperative day, the patient experienced severe coughing and pain in the left abdomen and incision area. There was also a small amount of peritoneal effusion. The family members agreed to an emergency laparotomy under general anesthesia. An arterial hemorrhage at the jejunum wall of the tear site was seen therefore the esophageal jejunostomy was repaired and a jejunal feeding tube was inserted. Four units of red blood cell suspension was transfused during the operation and continued in the intensive care unit after surgery. Then the patient was actively given anti-infective treatment, anemia was corrected and maintenance of internal stability, and nutritional support. Afterwards, blood transfusion was performed again in the intensive care unit for 2 units, plasma 600ml. The patient suddenly had a large amount of bloody fluid in the abdomen, amounting to approximately 800ml, dark red blood. Deterioration occurred, immediately given tracheal intubation breathing machine assisted breathing, contacted the family to inform of the disease changes, decided to immediately perform emergency surgical exploration to stop the bleeding, but the patient stopped breathing. Was given rescue cardiopulmonary resuscitation but the patient breathing and heartbeat was not restored, declared clinically dead with the cause of death, abdominal bleeding.